Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was noted following registration. It was noted that registration points were shown deeper in the skin and that the imprecision could not be removed with additional registration. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of fifty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.